Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. Device evaluation: no device-related issues were identified through the analysis of the pump, and the report of thrombus at the distal portion of the outflow graft could not be confirmed. The pump was returned assembled with the driveline cut approximately 2.75 inches from the pump housing and the distal portion of the driveline was returned in two segments measuring 18.5 inches and 17.75 inches, respectively. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The sealed outflow graft bend relief collar was around the outflow graft nut. The outflow elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Evaluation of the sealed outflow graft and the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the hospital with signs and symptoms of heart failure. The patient¿s lactate dehydrogenase and plasma free hemoglobin levels were normal. An echocardiogram revealed that the patient¿s left ventricle was dilated. A CT angiography found a ¿huge¿ thrombus at the distal portion of the outflow graft. A right heart catheterization was performed and revealed that the patient¿s cardiac index was low, and the patient was treated for heart failure symptoms. The patient was given milrinone and lasix for treatment. It was also reported that the patient was end-stage renal disease, and was hemodialysis dependent. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.